Manufacturer narrative:
The returned device was evaluated and a kink was noted on the exposed portion of the soft cannula. It is unclear when the kink occurred. During the fluid path test, fluid was able to flow passed the kink and out of the distal tip of the soft cannula. No other defects or deficiencies were found during the investigation. Blood residue was noted on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Although no problems were noted, the reported events could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels read high >27.8 mmol/l (>500 mg/dl) while wearing the pod. Corrections were given using the pod but the bg levels did not decrease. The patient experienced pain at the insertion site. The pod was removed, the cannula was noted to be bent and the adhesive pad wet with insulin and blood. No information was provided on how the hyperglycemia was treated.